Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed several icons on the screen they had never seen before. Customer reported that when they pressed one of the icons, fluid leaked from the probe onto the counter of the coulter ac.t diff analyzer. Customer reported that the volume of the leak was about one cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support troubleshot the issue with the customer via the telephone. Customer reported that the coulter ac.t diff analyzer was in the pre-dilute mode. Customer reported that they pressed the 'dispense diluent' icon. Bec cts instructed the customer to change the coulter ac.t diff analyzer back to the whole blood mode, and run a sample. Customer then reported that there was no leaking from probe.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).